Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient has been hospitalized for diabetic ketoacidosis (dka) with a blood glucose over 500 mg/dl and symptoms of tiredness, nausea, and shortness of breath. Treatment included insulin injections and IV fluids and glucose. Patient has a concurrent upper respiratory infection. Troubleshooting of pump determined incorrect date and patient was overriding bolus calculations. Customer support considered this an issue of training misuse. This complaint is being reported as the patient experienced dka related to overriding bolus calculations.